Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s daughter reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 457 mg/dl at the time of the incident. The customer reported that they need assistance with the bolus wizard. The customer reported that they do not feel okay for troubleshooting. The customer was advised to check the blood glucose every 30 minutes to one hour. The device will not be returned for analysis.